Event description:
The patient's family member called lifescan and alleged that the patient's meter was only prompting an error 5. Medical affairs spoke to the patient's family member and verified/obtained the following information:the patient had not been able to test on their meter for approximately 2 weeks. The patient reported that they began experiencing symptoms of tiredness, a headache, frequent urination, and vomiting. They visited their physician, who advised them to go home and take their insulin. The patient tested on the physician's meter, but the test results were not known.the patient was using the correct testing technique. The test strips were in good condition. The meter was cleaned and the patient retested; the issue was still not resolved. A replacement meter and testing supplies are being replaced